Manufacturer narrative:
Evaluation conclusion: the device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would activate without user activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.